Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n188347022, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n188718, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that the patient had his pump system removed due to an infection "less than a year" after implant in 2010. The pump was used to deliver intrathecal baclofen. Additional information was requested, but was not available at the time of report.